Event description:
Device 1 of 4. Reference MFR report #s 1627487-2011-05207, 1627487-2011-05208 and 1627487-2011-05209. The patient received her scs system on (B)(6) 2011 with one dual 4 extension, 2 quattrode leads (from different lots), and one octrode lead. It was reported that pt shut off the stimulation while playing with her grandson. When she attempted to turn on the stimulation, the amplitude was stopping at perception and she was without stimulation. While an sjm rep was reprogramming the pt, she went stiff and was moving as if she was having a seizure. A magnet was used to turn the stimulation off. When the sjm rep tried to reprogram the pt again, she felt the stimulation ramping up. During the replacement procedure, the doctor noticed that the octrode lead and both quattrode leads had migrated. The dual 4 extension and both quattrode leads were tested intra-op and showed invalid contacts. The pt's quattrode leads and dual 4 extension were explanted and replaced with an octrode lead.

Manufacturer narrative:
Eval: results: the product was retrieved complete. Microscopic inspection of the lead revealed a considerable amount of fluid infusion in the lead bodies. The lead kinks near the stimulation end. All of the wires were broken near the location of the kinks. The wires were overstressed. The damage observed is consistent with overstress the lead was subjected to while implanted. No functional testing was performed on the leads due to the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.